Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No scrolling numbers were noted on the display. Unable to verify the battery out limit alarm due to the button keypad anomaly. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the numbers on the screen were scrolling and the buttons were not responding. The insulin pump alarmed battery out limit after changing the battery. Blood glucose value was 300 mg/dl. The customer did not recall any significant events leading to the keypad issue. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.